Event description:
Hcp reported, right side ¿rupture¿ of saline device. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, total delamination of valve assessed, as adhesive failure. And one opening in valve side assessed, as cracked valve seat diaphragm valve. Additional observations: creases are observed, wear abrasion is observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side ¿deflation.¿ device has been explanted and replaced with non-allergan device.